Event description:
It was reported that the internal battery "inflates" inside the monitor. There was no pt involvement reported. There was no pt injury reported.

Manufacturer narrative:
Draeger is still investigating this reported incident. A follow-up report will be submitted as soon as the investigation is completed.